Event description:
Pt. Presented for a l [left] simple mastectomy, axillary node biopsy, and bilateral breast augmentation (breast implants) for symmetry on [redacted]. During the procedure, it was noted that the bovie tip was burned. Uncertain as to the etiology; but apparently the bovie tip burnt the plastic off. No injury caused to the patient or any involved caregiver.